Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (damage) issue. It was noted that the battery compartment was found to be cracked. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1: the device has been returned and evaluated by product analysis on 10/17/2017 with the following findings: a review of the black box showed the data from the date of the complaint had been overwritten. The current black box showed evidence of an unexplained power on reset event, and a battery change and cartridge change during the power on reset event. The pump powered on with the battery cap to a dim and discolored display. The battery cap was able to fully tighten. The battery cap measured within specifications. The battery compartment was cracked in the thread ara. No evidence of moisture was found inside the battery compartment. The pump was run for 24 hours and no reboots, losses of power, or call service alarms were duplicated. The pump case was removed to find no evidence of moisture or loose components inside the pump.